Manufacturer narrative:
Event date: specific date of event was not available. Customer reported the issue occurred within the last four months (initiation of product use). No lot number was available. Without a lot number, expiration date and manufacturer date cannot be determined. No lot number was provided and no sample has been received to date. Customer reported this patient works outside in 100 degree temperatures and the dressing was exposed to sweating. A skin reaction may be related to a number of factors including site preparation, application, and site maintenance. The package insert provides the following information: precautions: the skin should be dry and free of detergent residue. Allow all preps and protectants to dry completely before applying the dressing to prevent skin irritation and to ensure good adhesion. Site preparation..... Prepare the site according to institution protocol. Clipping of hair at site may improve dressing adhesion. Shaving is not recommended. The skin should be clean, dry and free of detergent residue. Allow all preps and protectants to dry completely before applying the dressing to prevent skin irritation and to ensure good adhesion....... Sitecare: the site should be observed daily for signs of infection or other complications.... Inspect the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing changes should occur at least every 7 days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegaderm(tm) chg dressing should be changed as necessary: if the dressing becomes loose, soiled or compromised. If the site is obscured or no longer visible. If there is visible drainage outside the gel pad. If the dressing appears to be saturated or overly swollen. To test if the dressing is fully saturated, lightly press down on a corner of the gel pad with your finger. If the gel pad remains displaced once your finger is removed, the dressing should be changed. Note: tegaderm¿ chg dressing is not designed to absorb large quantities of blood or fluid. 3m vascular access specialist followed-up with account to provide assessment and product education on 8/23/2017.

Event description:
A nurse alleged a (B)(6) y/o male outpatient experienced severe maceration when 1877-2100k PICC/cvc device + tegaderm chg dressing was applied to his peripherally inserted central catheter (PICC) site. The PICC catheter was reportedly removed due to skin condition. A new PICC was inserted in his other arm and daily gauze type dressing changes were used until treatment was completed.